Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9246362 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that a damaged product was found during use with a bd posiflush¿ syringe. The following information was provided by the initial reporter, "when the nurse on duty, for patients with venous indwelling needle tube sealing, found the pre-filled syringes was damaged, immediately replace the new one, and explained to the patient, obtains the patients understanding, not to cause any harm to patients. Contact adverse events liaison department, liaison, succession after the inspection pictures, report to the head nurse, remind everybody to pay attention to check before use within the family, in time to avoid similar incidents, fill out the adverse events reported."